Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the 8mm harmonic ace instrument to perform failure analysis. The instrument was analyzed and found to have the curved blade broken at the tip of the blade. A piece approximately 0.084" x 0.598" was found to be broken off. The broken piece was returned.

Event description:
It was reported that during a da vinci-assisted liver resection surgical procedure, the tip of the harmonic ace instrument broke. No fragment fell into the patient. The user completed the procedure and no known impact or patient consequence was reported. Intuitive surgical inc., (isi) followed up with initial reporter and obtained following additional information: the tip on reported 8mm harmonic ace instrument was broken and was not intact. The reported instrument did not collide with any other instrument or tool during the procedure. There was no patient injury. The hospital could not provide images or videos for isi review.